Event description:
Explant nearly two years post-implant due to re-occlusion of eptfe portion of hero graft. Incidental finding during imaging performed at declot on (B)(6) 2011 was that some nitinol braid wires were broken in the area where the outflow component portion of the hero graft which had been placed via the subclavian vein was possibly rubbing the bony structures at the junction of the clavicle and first rib. The device continued to function normally for dialysis access for several more months. When the device occluded again (B)(6) 2011, both the outflow component as well as the eptfe graft portion were replaced with new hero graft components even though it was unk if the breakage contributed to the occlusion.

Manufacturer narrative:
It is unk if the damaged outflow component portion contributed to device occlusion resulting in explant. The incidence of reports of hero device damage due to interaction with the clavicle/first rib is extremely low (0.13%) but is a known potential adverse reaction and is listed in the hero graft instructions for use (IFU). The device was returned on 01/10/2012 and examined. The returned product analysis summary is attached. It should be noted that the damage was limited to a small section on just one side of the outflow component and the device remained intact and functioned normally for nearly two years. It did not fracture in half as seen with tunneled dialysis catheters or pacemaker lead wires when placed in similar vein location according to literature reports. This is most likely due to the braided design of the nitinol wires which provides redundancy and prevents complete fracture of the wire. Placing the hero device in the subclavian vein instead of the internal jugular vein (ijv) is cautioned against in the IFU which states: use of the hero device was clinically studied in the ijv. Implantation of the device in other vasculature has not been studied and may increase the risk of adverse events not encountered in the clinical trial. In addition, the IFU suggests when using the subclavian vein for venous access to monitor the pt for the potential of interaction of the clavicle and first rib with the outflow component. Illig ka. Management of central vein stenosis and occlusions: the critical importance of the costoclavicular junction. Seminars in vascular surgery 24:113-118, 2011.